Event description:
It was reported that the patient had dyspnea. The patient's device was found to be at end of service in vvi 65 mode, and the device battery was noted to have lasted for approximately 3.5 years. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery. Performance data collected from the device was also received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Elective replacement indicator (eri) triggered due to high battery impedance recorded on (B)(6) 2013, prior to explant. Ramware version 3 installed on (B)(6) 2010. High battery impedance triggering eri. (B)(4).